Manufacturer narrative:
Device evaluation: product evaluation was not performed, because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified. And no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed ,three additional complaints received from this production order. However, on all three files no product malfunction or deficiency could be identified. And no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 5/19/2020 and 12/22/2020. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post-implant of an intraocular lens (iol) in the left eye, the patient developed blurry vision. The iol was explanted and diopter power was changed from 19.5 to 18.0 for better vision. Follow-up confirmed that there was no incision enlargement, no vitrectomy, and no sutures done. There was no patient post-op injury. No other information was provided.